Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an unknown lesion that was mildly tortuous and mildly calcified. A 3.0 x 48 mm xience xpedition coronary stent failed to advance over the lesion due to the patient anatomy. During removal, there was resistance with the anatomy, force was applied and the shaft broke in two pieces outside the patient but was simply withdrawn. An unknown stent delivery system was used to complete the procedure successfully. It was reported that the patient was sent for medical management, however, there was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. It should be noted that the xience xpedition everolimus eluting coronary stent system electronic instructions for use, states: if, during withdrawal of the stent delivery catheter, resistance is encountered, use the following steps to improve balloon rewrap: re-inflate the balloon up to nominal pressure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the patient was treated with medications only.